Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and a bolus was delivered to address bg. Customer was hospitalized and intravenous insulin was administered. Elevated bg was resolved. Customer had not yet been discharged at the time of the report. Contact did not know cause of event and alleged the infusion set may not have been delivering insulin as the customer had replaced it 4 times. Tandem technical support (cts) reviewed the pump data and found an incomplete bolus alert. Contact reported that the incomplete bolus alert was unrelated to the event. Multiple attempts were made by cts to obtain discharge date and additional information; however, contact/customer did not reply.